Event description:
During preventative maintenance of the device, the field service representative reported that the red occlusion cap was cracked. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.